Event description:
Same case as 2134265-2015-02227 and 2134265-2015-02229. It was reported that failure to pullback occurred. During a percutaneous coronary intervention (pci), it was noted that the motor drive unit was unable to perform automatic pullback. The procedure was completed with a manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).